Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what device was used for the proximal and distal transaction? What color reload? How was it confirmed that all of the desired tissue was captured? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device). How was the purse string placed, by hand or with an assist device? If an assist device, what product? Were there any purse string issues? Who did the purse string step? Was the spike of the trocar inserted lateral or through the staple line? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Did the operation change significantly as a result of the device issue? What is the patient¿s age and sex? Were any unformed or malformed staples observed? When was the safety released on the device? How low was the anastomosis? Had the patient undergone any chemo or radiation therapy previously? How was the post-operative leak diagnosed? What is the patient¿s current condition?

Event description:
It was reported that during a laparoscopic left colectomy procedure, the device fired fine. A leak test was performed and there were no leaks. Seven days after the procedure, on (B)(6) 2014 the patient had an internal post op leak. The patient was taken back into the or and the surgeon stated that the tissue looked ischemic in one spot. A hartman¿s procedure was performed with a stoma, colostomy. The patient is a cancer patient and his treatment has been delayed for about six weeks. The device was discarded.